Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was ineffective on hemostasis after installing the two clips on the bleeding artery clipped. Yet he had the impression of having tight handle to the contact for removal of the clamp. Instead the surgeon had to set up a loop vicryl. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did clips fall off after being applied to artery? Did clips not occlude after being applied to artery? Were clips malformed? What is meant by event description, surgeon had impression of having tight handle to the contact for removal of the clamp? How much bleeding occurred (please quantify amount)? Were any blood products given? Was bleeding controlled with new device? Or was bleeding controlled with loop vicryl? What is current status of patient?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did clips fall off after being applied to artery? No. Did clips not occlude after being applied to artery? No. Were clips malformed? Clips don¿t hold. What is meant by event description, surgeon had impression of having tight handle to the contact for removal of the clamp? How much bleeding occurred (please quantify amount)? No quantity available but bleeding easy to control. Was bleeding controlled with new el5ml device? No. Or was bleeding controlled with loop vicryl? Yes. What is current status of patient? Patient is well.